Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, there was incomplete occlusion and the temperature dropped quicker than expected. Despite the issues, the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 20249 and data files were returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 17 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. One patient data file was received and recorded on the reported date of the event. The patient file showed 17 applications were performed using a 2af283 balloon catheter with lot 20249. The patient file didn't show any system notice on the reported date of the event. Console output data (pressure, preset pressure, and flow) indicated that the pressure is tracking the preset pressure, and the flow readings were as expected. The temperature reached -55°c during ablation at applications 1, 9, 11, 13, 15, and 16. The earliest temperature of -55°c was reached at 63 seconds, with the lowest temperature of -63°c recorded at 88 seconds during application 16. In conclusion, the reported temperature issue was observed in the data files but not confirmed during testing of the balloon catheter. The balloon catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.